Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found image b30 error was reported and image was normal after replacing the universal plug unit. Based on the results of the investigation, it is likely the following led to the malfunction: error b30 occurred due to degradation problem identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) ------------- the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed an error b30 (scope communication error) and there was no image. The issue occurred during maintenance. There were no reports of patient involvement.